Event description:
The hospital reported a patient was connected to an aisys cs2 for use during a right radical thyroidectomy under general anesthesia. After the procedure, it was alleged the patient desaturated to 27% a few minutes after the endotracheal tube was removed. Reportedly, both device-controlled and manual oxygen delivery were ineffective. A laryngeal mask was inserted, and resuscitation balloon ventilation was initiated. The patient's oxygen level returned to 100%. There were no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. Neither the device logs nor the third-party field engineer¿s inspection of the anesthesia machine identified any malfunction. The patient was removed from the device before any desaturation was noted; therefore, the aisys cs2 did not contribute to the patient¿s injury. Based on the information available at this time, gehc¿s review of the event determined that there was no device malfunction or use error that caused or contributed to the patient¿s desaturation. There was no reportable malfunction. No further actions are planned by ge healthcare.